Manufacturer narrative:
"Free margin of leaflet three appeared to have been pushed down at the cusp three post. No other visible inconsistencies observed on the valve or the x-ray."

Event description:
It was reported by hvt sales representative that the device was explanted twice when attempting to implant it. The device did not seat correctly, it was then taken out and reseated, but again, it did not seat correctly. Therefore, device was explanted. A medtronic¿s valve was then implanted, and patient is reported as doing well.

Manufacturer narrative:
Evaluation codes: method: x-ray